Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The cause was not determined. The rv lead was turned off and the device was reprogrammed. The rv lead was surgically abandoned later. No additional adverse patient effects were reported.